Event description:
A hospital in (B)(6) reported that during surgery for a distal radius fracture of the left wrist, the surgeon had secured a screw into the second hole at the distal radial side using the variable angle procedure. The surgeon was drilling into a hole at the styloid process also using the va procedure. This screw failed to lock to the plate. The surgeon removed the screw and tried it again and still could not lock the screw. The screw was removed and the surgeon elected not to place another screw. The surgeon was using a torque limiting attachment to tighten the screws. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing records were reviewed and no complaint related issues were found.